Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease') and ovarian cyst ('other injury(ies) or complication please describe: cyst on ovaries') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section, pregnancy induced hypertension, asthma, deep vein thrombosis and metabolic disorder. On (B)(6) 2014 patient underwent hysterosalpingogram. Surgical pathology report: gross description: "uterus and cervix", the specimen consists of a total hysterectomy specimen. The cervix is received amputated from the uterus. The uterus with cervix weighs 132 grams. It measures 11 cm in length, 7 cm at the fundus, and 4 cm at the cervix. The as measures 1 cm. Upon opening of the uterus, no luminal masses are seen. The endometrium is smooth, lush, tan and measures 0.2 cm in thickness. Upon cross sectioning a metallic coil is present in one of the cornu. The myometrium measures 2 cm greatest thickness. B)bilateral fallopian tubes (may have micro insert), the specimen consists of two fallopian tubes. One tube measures 5 cm in length and up to 0.8 cm in diameter. It is unremarkable. Upon cross sectioning no metallic coil is noted. The second fallopian tube measures 4 x 0.8 cm. Upon cross sectioning no metallic coil is noted. Concurrent conditions included chronic cervicitis. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant), pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), endometriosis ("endometriosis"), back pain ("back pain") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (total laparoscopic hysterectomy,bilateral salpingectomy, cryoscopy and ovarian cyst removal). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic inflammatory disease, ovarian cyst, pelvic pain, vaginal haemorrhage, menorrhagia, nausea, dysmenorrhoea, dyspareunia, weight increased, abdominal distension, endometriosis, back pain and abdominal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, dysmenorrhoea, dyspareunia, endometriosis, menorrhagia, nausea, ovarian cyst, pelvic inflammatory disease, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion details: the number of expanded coils that appeared trailing into the uterine cavity was 4 on both tubes. Uterus, simple hysterectomy:metallic coil consistent with essure in one cornu. Concerning the injuries reported in this case , the following ones were described in patients medical record confirming: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jul-2019: pfs and mr received. Injury nos replaced with new events. Event added pelvic inflammatory disease ,abnormal bleeding (vaginal, menorrhagia), nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, back pain, weight gain, bloating, cyst on ovaries, endometriosis. Reporter's information was added. Patient's demographics was added. Medical history, historical conditions, concomitant conditions, patient note were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.